Event description:
It was reported that the patient contacted boston scientific technical services (ts) due to a red call doctor icon from their remote communicator. Ts advised the patient to contact their monitoring healthcare facility for troubleshooting. At this time, this implantable cardioverter defibrillator remains implanted and in-service. No adverse patient effects were reported.